Event description:
A customer reported that the vitrector probe leaked and did not vacuum well during a procedure. The probe was replaced to complete the surgery with a minimal delay. There was no injury or harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).